Manufacturer narrative:
Device evaluation summary: during the visual evaluation, anomalies were observed on both views of the device consistent with a crease/fold. Leak testing was performed, according to mentor procedure, and it revealed a tear on the anterior view, measuring approximately 0.1 cm. Microscopic examination of the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: chest injury, deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile breast implants 275cc (l) and 300cc (r) and experienced deflation on the right side post-operatively, which was confirmed during a physical exam. The left breast prosthesis was then intentionally deflated by a physician. As a result, the patient underwent removal and replacement with mentor gel breast implants (serial number (B)(4) on (B)(6) 2020. This report is for the left breast prosthesis. The reported implantation date is prior to the device manufacture date. If additional information is received regarding the correct implantation date or device lot number, a supplemental report will be submitted.